Event description:
A pt reported that they were unable to test on their one touch basic meter for two weeks. Their meter allegedly would only prompt the "clean test area" message. Pt reported no symptoms. There was no comparison. Pt was not treated. No further info has been reported.